Manufacturer narrative:
The device was returned for analysis. The returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa). The discrepancy between what was reported (clip opened while performing efaa test) and what was observed (no issues with the clip) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. Additionally, the crack was not confirmed. The discrepancy between crack reported on the dc handle and what was observed (no crack noted on the dc handle) was likely due to the user perception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for unintended movement (clip open - efaa). The reported crack on the dc handle appears to be related to user perception. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 3-4. The steerable guide catheter was inserted and the clip delivery system (cds) was advanced to the mitral valve. After grasping, when closing the clip from 60 degrees to the closed position, a crack was observed on the delivery catheter handle. Additionally, the clip failed the first final arm angle (efaa) test, the clip opened while locked. The cds was retracted to the left atrium, multiple efaa tests were performed and the clip opened each time. The clip was not implanted and was removed. There was no adverse patient effect or a clinically significant delay in the procedure. Two clips were implanted successfully, reducing mr to 1. No additional information was provided.